Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve beds are leaking. Additional malfunctions are the zip ties and clamps are leaking and the pm kit is dirty.